Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device would not staple but cut. Upon the firing of the device, it cut without stapling. A second stapler was immediately used successfully. No clinical consequences for the patient. No further detail. There were no adverse consequences for the patient. Additional information: it was impossible to get additional information, despite calling the customer several times.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Device #2 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, no suture was present. The device was removed an a second proglide was attempted with the same results. Hemostasis was achieved using a non-abbott device. There were no reported pt adverse effects. Though requested, no additional information was provided.